Event description:
The reporter stated an aq2010v three piece silicone lens was used. Loop haptic broken off in cartridge. There was pt contact. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4). Method: lens work order search. Result: a visual inspection of the returned product found loop haptic and piece of optic torn off and missing. There was evidence of reddish residue on lens surface. There was no visible damage to the cartridge. There was reddish residue on cartridge. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).